Event description:
The stryker core impaction drill was sent in for eval due to overheating during a procedure. No adverse event was reported, the procedure was completed with another device.

Manufacturer narrative:
During failure analysis the customer's complaint was confirmed. Further investigation revealed a damaged motor cartridge, rotor and drive shaft. The motor cartridge and rotor rub were identified as the probable cause of the failure. The rotor coupler transmits torque to the drive shaft; a failure of the coupler can cause the drive shaft and the rotor to stick. This can lead to increase friction between moving parts leading to increased heat production. The damaged parts were replaced, preventive maintenance done and the device was repaired and returned to the customer.